Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue with different wall adapters and charging cables, the problem persisted. Technical support decided to replace the pump. The caller was informed about using mdi as a backup therapy and instructed on returning the pump using a prepaid label. The caller understood the instructions and confirmed the shipping details.